Event description:
Clinical study. During a coronary artery drug eluting stenting procedure, prior to deployment the shaft kinked (too acute angulation during pushing of balloon/stent forward in coronary artery). The lesion being treated was a 2.5mm 95% stenosed proximal left anterior descending (prox lad) artery. The lesion was predilated. The physician attempted to place a 2.5x20mm taxus express2 8.8% drug eluting stent in the prox lad, but the shaft kinked, this was removed from the pt without incident. Then the physician placed another 2.5x20mm taxus express2 8.8% drug eluting stent in the prox lad. It was reported that there were no complications.